Event description:
It was reported that during testing conducted by a field service technician, the system 5 reciprocating saw was smoking . This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that during testing conducted by a field service technician, the system 5 reciprocating saw was smoking . This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, the reported event of smoking was confirmed. Upon disassembly it was found that the handpiece had non-stryker components including the controller which were determined to have caused the reported event.